Event description:
Additional information revealed that surgical intervention was undertaken in which patient¿s ipg was replaced. No complications were noted during the procedure and effective therapy was reportedly achieved postoperative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient programmer displayed a generator not found message. The ipg was deemed inoperable. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
(B)(6), 2020 date of explant.